Event description:
A call to technical services was made on 05/22/2013, stating that this lead was part of the system which was scheduled for extraction due to an occlusion on the left subclavian vein which caused a swollen arm. The physician was dr. (B)(6) at (B)(6) institute. This lead is still in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).